Manufacturer narrative:
(B)(40. During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip getting stuck during removal, clip detachment, and intervention to remove the detached clip. It was reported that two mitraclips were successfully implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 1. During the same procedure, an attempt was made to treat the tricuspid valve. The mitraclip was unable to grasp both tricuspid leaflets simultaneously, so it was decided to abort the tricuspid procedure. The quality of the imaging had decreased due to the duration of the procedure. When the undeployed mitraclip was retracted into the steerable guide catheter (sgc), the mitraclip was caught on the sgc. The mitraclip was pushed out of the sgc, but one clip arm was tilted and could not go back inside the sgc. One snare was used to remove the mitraclip, but the clip detached from the clip delivery system shaft. The introducer sheath was removed and a second snare was advanced along with another sheath. The mitraclip was successfully removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use states that the mitraclip nt clip delivery system (cds) is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to the mitral apparatus. The user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The difficulty grasping appears to be due to a combination of patient morphology/pathology, user technique/procedural circumstances of difficulties with visualization and off label use of the mitraclip, making it challenging to grasp the leaflets. A definitive cause for the clip becoming caught on the guide, resulting in difficulty removing the device, cannot be determined. The clip detachment, was likely due to the tension placed on the device in attempts to remove the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.